Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a peak reading of 292 mg/dl after a meal when the user ran out of insulin and did not receive the full meal announcement dose; the user replaced the cartridge and later reported a reading of 221 mg/dl with downward trend. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.